Event description:
The MFR received info alleging a ¿service required¿ alarm condition occurred and a ventilator was not charging its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log. The device¿s internal battery was replaced to address the issue.